Manufacturer narrative:
Additional information : the additional information after original report submission required notification in the records. The following fields have been updated: d.4. Medical device expiration date : 28-feb-2026. D.4. Medical device lot # : 1061554. H.4. Device manufacture date : 03-feb-2021.

Event description:
It was reported that 2 bd ultra-fine¿ nano¿ pen needles were unable to deliver insulin or medication and difficult to operate.. The following information was provided by the initial reporter : the consumer reported having to push really hard when taking injection or the insulin will not flow and stated there are times when insulin does not flow when taking injection. Date of event : unknown. Samples : available.

Event description:
It was reported that 2 bd ultra-fine¿ nano¿ pen needles were unable to deliver insulin or medication and difficult to operate.. The following information was provided by the initial reporter : the consumer reported having to push really hard when taking injection or the insulin will not flow and stated there are times when insulin does not flow when taking injection. Date of event : unknown. Samples : available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that 2 bd ultra-fine¿ nano¿ pen needles were unable to deliver insulin or medication and difficult to operate.. The following information was provided by the initial reporter : the consumer reported having to push really hard when taking injection or the insulin will not flow and stated there are times when insulin does not flow when taking injection. Date of event : unknown. Samples : available.